Event description:
It was reported that the interrogation found an electrical reset occurred on the device. A capacitor charge was performed. Subsequently, the device was explanted and replaced. It was also reported that impedance was found to be increasing on the right ventricular (rv) lead. The lead integrity alert was reloaded and the lead alert threshold was reprogrammed. The rv lead was later on found to be fractured. The rv lead was explanted and was replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the interrogation found an electrical reset occurred on the device. A capacitor charge was performed. Subsequently, the device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One por (power on reset) for write to locked ram, addr=126a, data=ac on (B)(6) 2012. One patient alert for por on (B)(6) 2012. One patient alert for rv.pace lead z= 1008 ohms on (B)(6) 2012. Weekly pace lead impedance log data shows a gardual increase for min and max v.pace = 632 to 1104 ohms peak between (B)(6) 2012 and (B)(6) 2012.